Event description:
The patient had a coronary intervention. The lesion was the mid right coronary artery (rca) and the physician did predilatation with a 2.0 x 20mm yantze balloon at 6 atm for 5 seconds. Physician then implanted a 3.0 x 23mm cypher select stent at 16 atm for 5 sec. Physician then postdilated with stent balloon to 18 atm for 5 sec. He had finished the procedure successfully. Almost one year later, the physician found stent fracture in the cypher stent as well as in-stent restenosis in the site of the stent fracture. He confirmed it with angio and ivus. Physician implanted a 3.0 x 28mm taxus stent in the site of the fracture to treat the restenosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.